Event description:
Acrysof iq iol model sn60wf cracked when loaded into cartridge. Lens removed and replaced with new lens. There was no patient injury as the original lens was not inserted into patient's eye.device #1is this a laboratory device or laboratory test?no.